Event description:
Technician alleged that when the brakes were engaged, the caster did not hold.

Manufacturer narrative:
Technician found that the casters were worn. He replaced the casters. The casters and the brakes functioned properly. The bed was found out of service in a hallway and there were no alleged injuries.